Event description:
It was reported that during a bariatric-gastric bypass procedure, the surgeon was making pouch for gastric bypass. Was going to make first fire with the device and squeezed firing trigger 3-4 times and it was extremely hard along with making a very loud grinding noise. The first part of the staple line was fine, but more than half of it did not form. The case was extended by 30 minutes. Another same device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.